Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. After crossing the lesion with a guide wire, a 2.75x12mm synergy ii drug-eluting stent was advanced for treatment. However, while the device was being advanced, it became twisted with the wire. The physician was unable to advance the stent further over the wire. Both the wire and the stent were removed together. A new wire and a new stent were advanced and completed the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: synergy ii us mr 2.75 x 12mm stent delivery system was returned for analysis. Device was returned attached to a guidewire, and the guidewire can not be removed from the synergy device. The guidewire was bunched and stretched distal to distal tip of the synergy device. Guidewire outer diameter was measured. A visual examination of the stent found proximal stent damage on proximal stent strut row 1. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found shaft polymer extrusion inner lumen damage located 137.5cm distal to distal strain relief. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. After crossing the lesion with a guide wire, a 2.75x12mm synergy ii drug-eluting stent was advanced for treatment. However, while the device was being advanced, it became twisted with the wire. The physician was unable to advance the stent further over the wire. Both the wire and the stent were removed together. A new wire and a new stent were advanced and completed the procedure. No patient complications were reported and the patient's status was fine.